Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details discrepant results: customer problem: customer reports a constant discrepant results all across different panels. Customer reports the principal issue is with antibiotics reported as resistant for the pmic 110 panel and upon repeat they show as susceptible. Customer reports they have also experience a similar issue with gram negative panels (unable to specify which ones during call). Customer is reporting that vancomycin is failing on every gram positive organism. Customer states that alternative methods of testing are not matching.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation exec summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer advised that vancomycin is failing on every gram-positive organism. Customer states that alternative methods of testing are not matching. Bd remote services did a troubleshooting with customer to obtain more information, the issue was not related to the panels, but to the instrument. When customer was asked to do an environmental monitoring in their instrument, they detected a spill. Customer could not remember or specify when the spill happened. As the discrepancy on results might be related to the spill, customer agreed to clean and disinfect their instrument and do an environmental monitoring. Bd remotes services did a follow up call and customer confirmed the issue was corrected after decontamination on their instrument. The root cause of the failure mode is unknown. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance.